Event description:
I had been ill for several months with unknown reasons. I was hospitalized finally in (B)(6) 2018 for a spleenic infarction. My health has down graded ever since then and I've now been left permanently disabled due to chronic breathing issues but have been unable to get my disability claim approved. I would like to state that my time using the CPAP and my hospitalization coincide. FDA safety report ID# (B)(4).